Event description:
Report received from the USA stating the device would be sent in for service. During service an issue with heat was found. The device was not being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If add'l info becomes available, a supplemental report will be submitted. (B)(4).